Event description:
This is a spontaneous report by a nurse from the USA of other problems from a preexisting stroke, patient made a mistake/touch contamination/did not wear a mask, and peritonitis with culture positive for staph epidermidis coagulase negative (neg) staph in patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that the patient experienced a stroke and was hospitalized (date of onset and hospitalization not reported). On an unreported date, the patient experienced a break in aseptic technique described as patient made a mistake/ touch contamination/ did not wear a mask. On (B)(6) 2010, the patient developed peritonitis. Treatment for the events were not reported. Pd therapy was discontinued (date not reported). The outcome for the event of other problems from a preexisting stroke and patient made a mistake/ touch contamination/ did not wear a mask was not reported. The patient had recovered from the event of peritonitis with culture positive for (B)(6) coagulase neg staph at the time of reporting.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to poor aseptic technique. A batch review was performed for potentially associated lots (gd877266 and gd875575) with no issues noted during the manufacturing process. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.